Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, during inspection prior to use, physician tried to screw out the lead tip externally but failed. The ipl tip was rotated for twenty rounds but still could not extend. The ipl was not used on patient, physician replaced it with another one of the same model to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.